Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738, position 3: 1701. Evaluation: the iab was received intact for evaluation with the balloon membrane noted to be folded. The original sheath used with the balloon was not returned with the balloon. Visual examination revealed no kinks in the device. The balloon tip area appeared normal. It was possible to insert the folded membrane through a laboratory 10 french, 6 inch sheath/hemostasis valve assembly without difficulty. Probable cause of difficulty: laboratory examination of the iab did not confirm the reported difficulty. In general, kinking of an iab during insertion may be attributed to one or more of the following" 1. A severe vessel tortuosity and/or pt movement. 2. The user may have pulled the balloon out of the sleeves through the slot provided in the tray on a sharp angle instead of "straight out" as instructed in datascope's instructions for use (causing the iab to kink at the proximal taper). 3. The user may have kinked the iab on insertion if the balloon was not supported by the guide wire or if the catheter was held too far back from the insertion site during the insertion procedure. Having the opportunity to have examined the original sheath used with the iab may have provided some add'l info.

Event description:
The iab tip bent during insertion. On 11/12/97 it was reported that upon insertion of the iab into the sheath, the iab deflected to 90 degrees as it exited the sheath and would not advance. The iab was removed and the tipt was noted to be bent/kinked. A second attempt at inserting the iab resulted in even further bending and balloon integrity was questioned. Event complications: none from the event - reported 10/10/97 and 11/12/97. Pt current status: unk - rpt'd 10/10 & 11/12.